Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a thyroid procedure, an actuation sound was heard without pressing the hand switch. A nurse checked the device was activated on the instrument table. It continued until changing for another device. No one got burned. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.